Manufacturer narrative:
Product analysis: connector issue was confirmed, the connection between the power supply connector and main printed circuit board (pcb) was damaged. It was noted that the programmer would shut down, if power source was moved while connected. The pcb was replaced. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's power connection was loose, causing supply of a/c power to be intermittent. The programmer was returned for service. There was no patient involvement. The programmer tested out of specification during manufacturer's analysis.